Event description:
A jade balloon ruptured and could not be removed from the wire. The physician removed the wire, balloon, and cook ansel sheath together as a system. Ex-vivo, the balloon catheter was removed through the sheath, and it was not intact when inspected. A distal piece of the balloon catheter with marker was seen in the right external iliac. The physician stented the fractured balloon material against the right external iliac. The procedure was completed with no further complications. The patient was in stable condition.